Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The investigation found no evidence to indicate a device issue. Root cause related to a user error. (Failure to follow surgical technique, starter awl not used at beginning). Device not returned to manufacturer.

Event description:
Roi-c : anchor didn't deploy. It was a double level implantation. First level was implanted without problem. For the second level, surgeon had difficulty while implanting superior anchor because patient had sclerotic bone. Surgeon was advised to use starter awl. Then another anchor was implanted successfully. No impact on patient.